Event description:
From staff: during circumcision procedure, the physician was inspecting the mogen clamp prior to use and it was not able to close appropriately, the latch was too loose. It was never used on the patient. A new mogen was opened from the sterile package and checked, noted to close properly.